Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted where the meter was found to have low/dead batteries. During evaluation, pa replaced the batteries and the meter tested within operating parameters. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: around (B)(6) 2012. The 510(k)# is k082590.

Event description:
The user reported blood glucose results of "1.9 mmol/l and 3.9 mmol/l" with the lifescan meter, performed within 20 minutes of each other. Based on consensus error grid analysis, the difference between these results falls within the c zone therefore this complaint is deemed reportable. There was no injury or medical attention sought due to the issue. However, this complaint is deemed reportable because the results from precision testing fell within the c zone on the consensus error grid of the EU reportability reference guide.